Manufacturer narrative:
B5 - describe event or problem was updated with additional information received. B6 - relevant test / laboratory data was updated with additional information received.

Event description:
Reprise iii study. It was reported that aortic valve thrombosis was suspected to have occurred. The patient was enrolled in the reprise iii study in december 2015. The index procedure was performed in (B)(6) 2016. Prior to index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 600 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Two days later, the subject was discharged on aspirin and warfarin. In (B)(6) 2017, 452 days post index procedure, the subject was diagnosed with possible aortic valve thrombosis. The event was treated medically. At the time of reporting, the event was considered recovering/ resolving. It was further reported that in (B)(6) 2017 the subject's pulmonary arterial pressure was noted to be 36 mmhg consistent with mild pulmonary hypertension.

Manufacturer narrative:
B5 - describe event or problem was updated with additional information received. H6 - patient codes updated per additional information received.

Event description:
(B)(6) study it was reported that mild pulmonary hypertension occurred which was not device valve related. The patient was enrolled in the (B)(6) study in (B)(6) 2015. The index procedure was performed in (B)(6) 2016. Prior to index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 600 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Two days later, the subject was discharged on aspirin and warfarin. In (B)(6) 2017, 452 days post index procedure, the subject was diagnosed with possible aortic valve thrombosis. The event was treated medically. At the time of reporting, the event was considered recovering/ resolving. It was further reported that in (B)(6) 2017 the subject's pulmonary arterial pressure was noted to be 36 mmhg consistent with mild pulmonary hypertension which was not related to the lotus valve. Further, there was no evidence of aortic valve thrombosis. The patient had a normal valve area and pressure gradients.

Event description:
(B)(6) study. It was reported that aortic valve thrombosis was suspected to have occurred. The patient was enrolled in the (B)(6) study in (B)(6) 2015. The index procedure was performed in (B)(6) 2016. Prior to index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of aspirin at the time of index procedure. The subject received a loading dose of 600 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. Two days later, the subject was discharged on aspirin and warfarin. In (B)(6) 2017, 452 days post index procedure, the subject was diagnosed with possible aortic valve thrombosis. The event was treated medically. At the time of reporting, the event was considered recovering/ resolving.